Event description:
Event description guidant received information from a patient that this implantable cardioverter defibrillator (ICD) was emitting tones. A guidant technical services representative discussed follow up with a clinician for evaluation of tones. Guidant received subsequent information that this implantable transvenous defibrillation lead exhibited high pacing thresholds and loss of capture. Impedance measurements and sensing are normal. The lead was explanted and another guidant implantable transvenous defibrillation lead was successfully implanted.